Manufacturer narrative:
Findings: pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ring from the insulin pump's reservoir compartment was loose. Blood glucose level at the time of the incident was 13.7 mmol/l. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.